Event description:
It was reported that the care alert triggered, and the left ventricular (lv) lead exhibited high impedances, and the superior vena cava (svc) coil exhibited 'none.' The physician felt that the issue was related to a setscrew problem, and subsequently programmed the lv lead impedance alert off, planning to monitor the lead thresholds. The leads will be monitored, and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated the set screw was found in the connector bore.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - (B)(6 )2009; 4196 implantable pacing lead - (B)(6) 2009. (B)(4).